Manufacturer narrative:
D10: concomitant product: clt-21-mg, clt-21-mg polysorb* 1 und 5x45cm btpx dt (lot#d2f0778y); clt-21-mg, clt-21-mg polysorb* 1 und 5x45cm btpx dt (lot#d2f0778y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparotomy gastrointestinal surgery, on wound closure, the thread broke. The first packet was discarded, but several sutures were cut. The second packet was cut out as well, so the suture one in the packet was cut off when it was touched a little bit, so it was kept. 12 packets were reported, one packet that was disposed of and not collected, one defective product, only two of the packets were collected, and 10 packets were unopened products. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Ten representative samples were returned for analysis. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the suture was broken. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.